Event description:
This lead was returned with oos documentation from biotronik representative mary jo brown. Per the oos, this lead dislodged three times during implant. One day post implant, it was discovered that the lead had became dislodged again. The physician removed it and replaced it with a medtronic lead. There are no further adverse events reported for this patient.